Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v708632, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v741239, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3387s-40, lot# v741239, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v708632, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID 7438, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that the patient's systems were removed on (B)(6) 2012. Systems had to be removed because they had given the patient a pretty bad shock and removal was for patient safety.

Event description:
It was reported that the patient experienced intermittent stimulation and a loss of therapeutic effect. Following a lead revision in august the patient had a collection of cerebrospinal fluid (csf) under the skin near the cap. Another hole was drilled and the hcp was unable to completely seal off the hole with a cap as a piece of skull was missing and the dura didn't seal. The patient had essential tremor and fluctuated from excellent benefit to bad control. The hcp was able to increase voltage and or change polarity with good outcome, but the outcome could not be maintained. It was suspected that there was a csf leak down to the contact site and a fluid short. Impedances were normal. It was noted that two weeks ago the patient was programmed to 2.0 volts, and today had to be increased to 3.8 volts for efficacy. There were side affects above 4.0 volts. The patient planned to keep a diary regarding positional changes and loss of therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387s-40, lot# v708632, implanted: (B)(6) 2011, explanted: na, extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, programmer: model 7438, serial# (B)(4).